Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Reservoir was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Reservoir migrated and it was removed and replaced in a better position. No adverse patient effects.